Manufacturer narrative:
The MFR's service rep performed an on-site investigation. The customer service rep retrieved the event and error log messages and checked the wiring. The service rep could not duplicate the reported problem. The system was tested and operates as intended. This malfunction may have resulted in a possible accidental radiation occurrence.

Event description:
The customer reported that the 9800 system displayed a collimator iris too large, and a charger failed, error messages. No pt injury was reported.